Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit also had a missing reservoir tube o-ring and a broken reservoir tube lip. Unit communicated properly with the guardian link 3 and the test plug. Unit was able to enter into auto mode properly. No sensor signal not found alert, pump/sensor communication anomaly or calibration anomaly noted.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4) addition to notes below: customer advsd he will receive a replacement pump, did not say recertified as we are sending new pumps. Complaints text (B)(6) 2018, (B)(4) initial notes: customer advsd that he has a 670g pump inquired what led up to the complaint. Customer response: cusotmer advsd that casing were insulin goes is broke. Bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the pump does show signs of physical damage. Type of damage is: crack, some pieces falling . Damage occurred: does not know how it happened . Location of the damage is: top of where the reservoir on the black part and also the reservoir lip ring. Could be from taking insulin out. Inquired if due to reported issue/damage to reservoir compartment/lip/ring the reservoir is able to lock in place when inserted into pump. Found: yes. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: replacing pump. Ship: 1 mmt-1780kpk 1 white box 1 cs le/ return: 1 mmt-1780kpk reason for return: as per t/s guide.